Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an alarm stating, ¿iabp may require maintenance (compressor self-check).¿ no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d4 (unique identifier), g2. Nurse was getting another pump from a different area of the hospital to change out so this pump could be sent to biomed for service. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
N.a.